Manufacturer narrative:
Investigation description the device exhibits no evidence of external physical damage or abnormal wear. The unit powers on normally when placed on the charging pad. While the device remained on the charging pad, charging performance was evaluated using a fluke digital multimeter (eo364, calibration due (B)(6) 2026, to isolate potential charging-related faults; no anomalies were detected. The charging coil was also evaluated and found to be operating within design specifications. The device was successfully connected via bluetooth to an ipad to retrieve engineering log files for analysis. Review of the power statistics section of the logs revealed no abnormalities or fault conditions. Based on the inspection, electrical verification, and available log data at the time of investigation, no device malfunction was identified. No fault found. The patient¿s reported complaint could not be confirmed.

Event description:
It was reported that an ilet pump experienced recurrent battery depletion and loss of power, including overnight shutdowns, consistent with a device power/charging malfunction affecting the pump hardware. Symptoms included no reported physiological effects. Outcomes included no reported impact on health status or medical care. Investigation included complaint handling and replacement facilitation. Investigation of this case revealed that the device exhibited battery depletion with unexpected power loss and no alarms reported. It was concluded that the device malfunctioned due to a battery or power issue.